Manufacturer narrative:
Results - review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A gore viabahn endoprosthesis was used during the treatment of a vessel occlusion. A thombectomy was performed prior to the introduction of the viabahn device. While advancing the device through the vessel, the delivery catheter reportedly fractured. The physician aborted the procedure and converted to a fem-fem bypass procedure. The delivery catheter with the device was also removed.